Event description:
A malfunction alarm was reported with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for resetting the pump, and after the reset, the malfunction did not recur. The customer was informed to continue using the pump and advised to call back if the issue reoccurred.